Event description:
During procedure, forceps had difficulty opening when attempting to take a biopsy. Forceps opened correctly once, then would not open again. A new set of forceps had to be opened in order to complete the biopsies needed to complete the case. Manufacturer response for endojaw disposable biopsy forceps, olympus (per site reporter). Awaiting response.